Manufacturer narrative:
This was initially reported on the summary report dated june 30, 2014 under exemption e2013032.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced extrusion, cystocele and dyspareunia. The plaintiff also allegedly experienced extreme pain, bladder infections, mental pain and suffering, mesh erosion, recurrence, other unspecified injuries, and a product problem. Furthermore, it was reported that the plaintiff died. The cause of death reported was small cell lung cancer with metastases. Related to MFR # 2183959-2016-00013.